Manufacturer narrative:
Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during an implant procedure and the subsequent testing, this programmer's touch screen was found to be unresponsive. The unresponsive touchscreen issues persisted after multiple restarts. The physician elected to exchange the programmer to resolve the event and no adverse patient effects were reported. The programmer has not been returned for analysis.